Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 600 mg/dl. Customer loaded a new cartridge and performed system delivery check, and pump appears to be functioning as expected.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.